Event description:
It was reported that high lead impedance readings were obtained during a routine office visit. The exact results were not provided but both normal mode and systems diagnostics test were performed with a high results for lead impedance and no eri=yes flags were observed. The pt was programmed off and x-rays were sent to the MFR for review. During review of the provided x-ray images, it appeared that the lead pin was not fully inserted into the generator which could result in high lead impedance readings. The physician did indicate that there was possible trauma and the pt will undergo surgery later this month.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, lead pin not fully inserted past the connector block of generator.